Event description:
It was reported that the "battery is causing power interrupted issue on the monitor". Further information was provided that "device reported to be powering off on its own". There was reportedly no patient involvement.